Event description:
A complaint was received from a customer that reported the left side (100's unit) of the display was missing. Customer stated that customer received a result of 66 mg/dl but upon the review of results in memory the result was 166 mg/dl. While on the phone a review of the system was conducted. Electronic checks likewise produced the missing 100's segment. A request was made to return the system for evaluation. Upon receipt performance testing was conducted and the missing segment issue could not be duplicated. The complaint is considered closed for purposes of MDR.